Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It is reported that the customer was hospitalized on (B)(6) 2014 for high blood glucose levels, diabetic ketoacidosis and a heart attack. The customer's blood glucose levels were over 350 mg/dl at time of hospitalization. Significant events leading up to hospitalization were low blood glucose levels around noon and significantly high blood glucose levels in the afternoon. The customer was wearing the insulin pump at the time of hospitalization. The customer's endocrinologist advised customer to continue use of insulin pump until replacement pump arrives and to monitor blood glucose levels closely. Due to health care provider's advice, did not advise customer to discontinue pump at the time. Nothing further reported.